Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (dissection). (B)(4).

Event description:
During index procedure, the patient had 2 endeavor sprint drug-eluting stents implanted in the 1st diagonal. An angiographic complication of dissection occurred. The event was not assessed for relatedness with the study device.